Event description:
No blood glucose levels reported. The mother of the customer reported that the customer was running and fell. As a result, the customer broke the screen of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump had a cracked and bleeding lcd glass, minor scratches on display window, scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.